Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, clinical specialist reported she was informed by the pt's trainer that the pt was using her backup infusion device because there was an issue with the primary infusion device; thinks it had something to do with the piston rod. Clinical specialist stated the device was not delivering insulin insulting in the pt going into dka and being hospitalized. On follow up call to the pt on (B)(6) 2010, pt reported that on (B)(6) 2010, she woke up with a blood glucose reading of 190 mg/dl. Pt stated during the day, her blood glucose climbed up to the 300-400's mg/dl range. Pt stated she took correction boluses and checked her glucose every 20 minutes, but did not come down. Pt reported she then took a 15.0 unit bolus via syringe, her blood glucose came down a little, but went right back up again. Pt reported she was eventually able to get her glucose down to the upper 100's mg/dl. Pt stated during the night, the low insulin cartridge alert went off even though it had over 100 units left in it. Pt stated the device then gave an e4 (occlusion) error alert. Pt reported she disconnected from her infusion site, let it sit for 10 minutes, reconnected and the occlusion error did not reoccur. Pt stated she woke up with a blood glucose over 500 mg/dl. Pt reported she changed the infusion set and while returning the piston rod, it got stuck part of the way back and was grinding. Pt stated she used a pencil to screw it back manually and noticed the rod was loose, and moved back and forth with the pencil. Pt was able to get it to return all the way. Pt reported attempting to prime the new infusion set but it stopped at 20.2 units. Pt stated she tapped the device on the table and it started up again and finished the prime. Pt reported she continued to get elevated results and her glucose read "hi" at one time. Pt reported she called her doctor and he advised her to go to the hospital. Pt stated at the hospital her glucose was "critically high", and she was told to disconnect her infusion device. Pt reported she was given an IV insulin drip and her lab work showed that her electrolytes and potassium were 'off'. Pt stated she was released the next day and her glucose was down to 158 mg/dl. Pt is currently using the backup infusion device and her glucose is in normal range. Pt's normal blood glucose range is 60-180 mg/dl. Product was replaced and requested return of the alleged product for eval.